Event description:
In 2008, I had visian staar implantable collamer lenses surgically placed in both eyes to correct my vision. In mid (B)(6) 2023, I started noticing a serious change in my vision, and in (B)(6) 2024, I was diagnosed with cataracts in both eyes. I now need to have the artificial lenses removed in addition to cataract treatment (at age 38). Reference report: mw5151902.